Event description:
An aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm in a patient in 2001. It was reported that the physician used a "new" 16 french cook sheath for insertion of a 16mm diameter x 55cm length aneurx iliac bag graft. It was reported that the physician had difficulty deploying the stent graft. The device was very tight during deployment and eventually broke. It was reported that another device was used to complete the case successfully. No additional clinical sequelae were reported.